Event description:
It was reported that during an unknown procedure, the device would not fire. Upon inspection of the anastomotic site, the surgeon noticed that unformed staples had fallen into the abdominal cavity. The surgical time was extended one and a half hours to complete the case with another device.